Event description:
Delivery system was unable to be reseated onto the sheath: the procedure was proceeded as directed and the contralateral leg extension stent graft was implanted. When rotating the gray turn knob during implantation of the contralateral leg extension stent graft, an unusual noise was heard, and the deployment manipulation was a little difficult. The physician managed to place the contralateral leg extension stent graft in the intended position and tried to reseat the tip onto to the sheath for removal of the delivery system, however, it became completely unable to move them at all and the tip was not reseated onto the sheath. As there was nothing could do, the physician removed the delivery system as it was. Subsequently, the procedure was continued as planned and successfully completed. Operation type: evar. ((B)(4)). Patient outcome - "no health damage to the patient."

Event description:
Delivery system was unable to be reseated onto the sheath: the procedure was proceeded as directed and the contralateral leg extension stent graft was implanted. When rotating the gray turn knob during implantation of the contralateral leg extension stent graft, an unusual noise was heard, and the deployment manipulation was a little difficult. The physician managed to place the contralateral leg extension stent graft in the intended position and tried to reseat the tip onto to the sheath for removal of the delivery system, however, it became completely unable to move them at all and the tip was not reseated onto the sheath. As there was nothing could do, the physician removed the delivery system as it was. Subsequently, the procedure was continued as planned and successfully completed. Operation type: evar (tc#-(B)(4)) patient outcome - "no health damage to the patient."